Manufacturer narrative:
To date, this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device is being returned due an unspecified defect. Information has been requested regarding the specific allegations, but a response has not yet been received. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this device is being returned due an unspecified defect. Information has been requested regarding the specific allegations, but a response has not yet been received. No adverse patient effects were reported.